Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation an inherent risk of any electrode placement.

Event description:
During a right atrial flutter procedure, a pericardial effusion occurred. When attempting to place the coronary sinus catheter, the device would cannulate the middle cardiac vein and would continually lose contact. The device was replaced to a non-abbott coronary sinus catheter, which also had difficulty being placed. After nearly 40 minutes of manipulation, the non-abbott catheter was able to be placed in the coronary sinus. The procedure was continued and bidirectional block was successfully achieved. When manipulating the ice catheter, a pericardial effusion was noted. A pericardiocentesis was performed to stabilize the patient. The user believed the perforation was due to the coronary sinus catheters.